Event description:
Basilic vein transpostion was performed by dr. Hemostasis was acheived at primary placement using prolene stay stuture sna large vca clips. Pt was admitted to ER at another hosp due to complications of the case. Three to four clips on the front wall had slipped off and the pt was bleeding out. The pt was seen that night by dr for an emergency revision using suture for anastomosis. Dr placed about 15 clips on the front and back wall of the anastomosis. Device was not returned for evaluation. Lemaitre representative went to the hosp after the incident and spoke with the physician. The physician noted that he may have misplaced the clips resulting in the clips coming off. Lemaitre rep suggested attending training sessions that are offered by lemaitre vascular, inc.